Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issue was found that would relate to the reported complaint. The illuminator was then installed and programmed onto the golden system where the reported failure was replicated. An error 48245 was triggered pointing to failing illuminator. The reported issue was successfully replicated. Probable root cause is attributed to defective illuminator. .

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system had displayed an error and the illuminator had not ignited. Site had first power cycled the system and then replaced the lamp module, but those steps had not resolved the issue. The information had been captured for further follow-up, and the procedure had been continued using an alternate illuminator. The procedure was completing as planned with no reported injury.